Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses to turn the pump screen on. A replacement pump was sent to the customer to resolve the issue. There was no adverse impact to the customer's blood glucose level.